Event description:
Pt had atrial lead fail. There was failure to capture & undersensing in the atria. Real time telemetry showed atrial lead impedance of <100 ohms. Attempts to replace atrial lead were unsuccessful because of occluded vein on the pacemaker site. On 1/90, dual chamber pacemaker was implanted with 2 medtronic leads. On 5/94, it was noted the ventricular lead had failed. The ventricular lead was replaced & a new pacemaker was implanted at that time. The atrial lead underwent trouble shooting at this time & was found to be functioning normally & was, therefore, not replaced. During subsequent phone checks, as well as clinic checks, his pacemaker has shown normal pacemaker function until 8/23/95.